Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited loss of capture and loss of sensing. X-ray confirmed the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was stable.